Event description:
It was reported that following a stenting treatment procedure, in-stent restenosis occurred. The procedure treated the target lesion located in the proximal left circumflex artery. Pre-dilation was performed with an unspecified 2.5x10mm balloon inflated to 12 atms for 10 seconds. Next a 3.0x12mm promus element stent was advanced and deployed at 14 atms with good result. Post dilation was not performed. In (B)(6) 2012, the patient presented with chest pain and angiography revealed in-stent restenosis of the 3.0x12mm promus element stent. Treatment utilized poba with an unspecified 3.0x10mm balloon inflated to 16 atms for 10 seconds and 20 atms for 15 seconds with good result. No further patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).